Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), menorrhagia ("prolonged menstruation / abnormally heavy menstrual bleeding /abnormal menstrual/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient (B)(6). Concurrent conditions included uterine bleeding, dysplasia and obesity. Concomitant products included drospirenone w/ethinylestradiol from (B)(6) 2015 for birth control and medroxyprogesterone acetate (provera) from (B)(6) 2016 for prolonged menses. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhoea cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain(frequently and constant)"), back pain ("lower back pain(frequently and constant)"), arthralgia ("severe joint pain"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("mild depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation of fingers, hands, and feet"), pain ("general body aches;"), breast pain ("mastalgia"), paraesthesia ("tingling"), nausea ("nausea"), vomiting ("vomiting"), skin irritation ("skin irritation") with rash, erythema, skin mass, dry skin, skin disorder, urticaria and pruritus, weight decreased ("weight loss") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with ibuprofen, diclofenac, surgery (total hysterectomy with bilateral salpingectomy, diagnostic laparoscopy on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia, fatigue and weight increased had resolved, the abdominal distension, abdominal pain lower, back pain, dysgeusia, inflammation, arthralgia, pain, breast pain, paraesthesia, nausea, vomiting, migraine, headache, vaginal discharge, depression, anxiety, skin irritation and weight decreased was resolving and the bladder disorder, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, depression, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, migraine, nausea, pain, paraesthesia, pelvic pain, skin irritation, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media dysmenorrhoea, pelvic pain. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received: product indication updated, treatment medication, concomitant disease, new event dysfunctional uterine bleeding added. Outcome for the events pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia, fatigue, weight increased updated to recovered / resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstruation / abnormally heavy menstrual bleeding /abnormal menstrual"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation of fingers, hands, and feet"), arthralgia ("severe joint pain"), pain ("general body aches;"), breast pain ("mastalgia"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), nausea ("nausea"), vomiting ("vomiting"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), skin irritation ("skin irritation") with rash, erythema, skin mass, dry skin, thermal burn, urticaria and pruritus, alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2016, underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dysgeusia, inflammation, arthralgia, pain, breast pain, paraesthesia, abdominal distension, nausea, vomiting, migraine, headache, vaginal discharge, depression, anxiety, skin irritation, alopecia, fatigue, weight increased and weight decreased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dysgeusia, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, migraine, nausea, pain, paraesthesia, pelvic pain, skin irritation, vaginal discharge, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient (B)(6). Concomitant products included drospirenone w/ethinylestradiol from (B)(6) 2015 to (B)(6) 2015 for birth control and medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2016 for prolonged menses. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2015, the patient experienced menorrhagia ("prolonged menstruation / abnormally heavy menstrual bleeding /abnormal menstrual/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain(frequently and constant)"), back pain ("lower back pain(frequently and constant)"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation of fingers, hands, and feet"), arthralgia ("severe joint pain"), pain ("general body aches;"), breast pain ("mastalgia"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), nausea ("nausea"), vomiting ("vomiting"), skin irritation ("skin irritation") with rash, erythema, skin mass, dry skin, skin disorder, urticaria and pruritus, weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, diagnostic laparoscopy on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dysgeusia, inflammation, arthralgia, pain, breast pain, paraesthesia, abdominal distension, nausea, vomiting, migraine, headache, vaginal discharge, depression, anxiety, skin irritation, alopecia, fatigue, weight increased and weight decreased was resolving and the vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, depression, dysgeusia, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, migraine, nausea, pain, paraesthesia, pelvic pain, skin irritation, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2015: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. Events per pfs: abnormal bleeding (vaginal), bladder problems, urinary problems. Reporter information and product information were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.